Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# v639995, implanted: 2011, product type: lead. Product ID: 37085-40, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 37601, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3387s-40, lot# v591417, implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
Additional information received reported that high impedances were measured and the implantable neurostimulator (ins) was replaced. The following impedances were measured: c-0 = 8626 ohms, c-1 = 7502 ohms, c-2 = 7981 ohms, c-3 = 8626 ohms, and 0-2 = 5931 ohms. During the revision, the lead was disconnected from the extension and lead impedance was tested. The lead impedances were measured to be normal. The healthcare professional (hcp) then decided to change the ins and the high impedances were resolved after replacing the ins. There were no patient symptoms or complications associated with this event and the patient status at the time of this report was alive with no injury.

Event description:
Additional information received indicated that the problem was with the patient's other implantable neurostimulator (ins). See manufacturer's report number: 3004209178-2015-03283. Any additional information received will be reported this regulatory report.

Event description:
It was reported that there was a lead or extension fracture. There were high impedances on all electrodes. A revision was occurring on (B)(6) 2015 at which time the battery and extension were going to be replaced in hopes of fixing the problem. The patient had originally been seen by the healthcare professional about a month prior to the date of this report for high impedance but they had decided to do nothing at that time. The patient was referred to another healthcare professional that would proceed with the revision. There were no patient symptoms reported. No outcome was provided. Further follow-up is being conducted to obtain this information. If additional information is received a supplemental report will be submitted. Reference manufacturer¿s report number: 3004209178-2015-03283.